Event description:
It was reported that the user announced multiple meals in a short period, including dinner and lunch entries, which resulted in unintended additional bolus deliveries and user confusion regarding the extra meal announcements. This behavior posed risk of insulin stacking and potential maladaptation to dosing behavior. No adverse clinical symptoms reported. Outcomes included completion of troubleshooting and user education on correct meal announcement practices. Investigation included customer communication and review of device use related to meal announcements. Investigation of this case revealed user error related to repeated meal entries and no alerts or alarms from the device. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use of the device outside recommended instructions.

Manufacturer narrative:
Initial.